Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device there was a critical error found in the downloadable error logs. Additional a test failed was confirmed, the nurse call failed. It was recommend to replace the interface pca. Additional findings not related to the malfunction/issue was cracks near handle on front enclosure, also inlet screw boss's cracked, missing pm label and damage bt mac address sticker. The customer requested no repair.